Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during (B)(6), 2014. According to the complainant, during unpacking, it was noted that the forceps was broken. The procedure was completed with this safety peg kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the hemostat revealed one side of the handle to be broken adjacent to the hinge. The two fracture surfaces presented casting imperfections such as cracks and voids in the material which might have contributed to the failure. No visible residue was found on the hemostats indicating handling/ use. Additionally the surface between the fractures was also found to be cracked and pitted. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and device analysis of the returned broken hemostats, the most probable root cause is "supplier manufacturing". A corrective action has been initiated to address this issue. A device history record (DHR) review of lot number 16405382 was performed and revealed no related issues to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during (B)(6) 2014. According to the complainant, during unpacking, it was noted that the forceps was broken. The procedure was completed with this safety peg kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.